Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device issue has been reported. It was reported that the index procedure took place in 2007, the pt presented with stable angina class ii. After pre-dilatation, one xience v stent was successfully deployed across the lesion in the mid rca (3 x 18mm). No procedural complications were reported. In 2008, the pt was hospitalized with positive functional ischemia study. Revascularization was performed on the lesion with a des xience v stent, and there was a des occlusion (restenosis) failure in the prox rca. The event was considered resolved in the same month. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - angina, ischemia, and restenosis are known adverse events associated with coronary stenting as noted in the xience v IFU. These pt effects, along with hospitalization are listed as no-fault post-procedure complications and are not an indication of a product quality deficiency. It is possible that the angina and ischemia are secondary effects of the restenosis, in which the pt was reportedly hospitalized and treated with implantation of another xience v stent. A conclusive cause for the pt effects and the relationship to the product cannot be determined; however, there is no indication of a product quality deficiency.